Manufacturer narrative:
An outside the united states customer contacted siemens to report that three discordant tacrolimus (tac) test results were obtained for one patient sample on a dimension exl 200 integrated chemistry system. The customer indicated it is unknown which result is correct. The customer indicated it is unknown if the blood collection was taken at a peak or trough time. Siemens is investigating.

Event description:
Three discordant tacrolimus (tac) test results were obtained for one patient sample on a dimension exl 200 integrated chemistry system. The initial test result was released to the physician(s). The same sample was repeated twice on the same dimension exl 200. It is unknown if the repeat results were released to the physician(s). A corrected test report was not issued. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2517506-2022-00123 was submitted on 04-may-2022. Additional information (24-jun-2022): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced the sample drain and cleaned the windows. Siemens evaluated the available information and found an indication in a system log file that the whole blood sample may have started to settling or there was a sample uniformity issue. The cause of the three discordant tacrolimus (tac) test results is unknown. The system is performing within specifications. No further evaluation of this system is needed. Section h6 adverse event problem codes were revised.